Manufacturer narrative:
(6)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices both fired pear-shaped clips on unk firings. Another device was used to complete the procedure. There was no adverse consequence to the pt.